Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing nasal/throat irritation, congestion, and eye irritation while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient is experiencing nasal/throat irritation, congestion, and eye irritation while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown black (inconsistent with degraded sound abatement foam), and white specks of contamination on the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. Light gray film on the bottom enclosure and rear panel. Also, unknown potential cut marks on the exterior of the bottom enclosure. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. White dust-like contamination on the blower box lid. Unknown tiny black particles, inconsistent with degraded sound abatement foam, on the top enclosure. Black, inconsistent with degraded sound abatement foam, dust-like contamination and potential hair/fibers on the front panel. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.